Event description:
Spinal needle was being used to perform a placental biopsy on patient. When it was time to take the needle out, it could not be removed. The sonographer assisting the physicians attempted to help and then the nurse assisting pushed down on the patient's skin surrounding the needle and it was removed. The needle was inspected for any abnormalities and none were found.